Manufacturer narrative:
Correction: device serial number updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be reproduced. Washers in the tube and tank were replaced, and the ps1 power supply was adjusted. The imaging system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue, 3d early termination with error: generator interface status event. This issue was documented in a medtronic navigation software anomaly tracking database. Replaced washers are not available for return.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a pelvic procedure, the system was over a patient and a spin stopped prematurely. An error message, "early termination of the scan occurred", also displayed, the site clicked ok and took another spin. The radiologic technologist (rt) was confident the hand-switch was not depressed. This issue occurred again during the same case, and the site re-spun again, which resolved the issue. There was a 5-minute delay to the procedure and no reported impact on patient outcome.

Manufacturer narrative:
Correction: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.